Manufacturer narrative:
B2: adverse event or product problem has been corrected to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D1 and d4 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that will be used in patient with clinical ID (B)(6). It was reported that patient had persistent back pain as there was l1 vertebral body fracture. CT scan on (B)(6) 2024 showed minimally displaced fracture extending along the posterior superior aspect of the l1 vertebral body, superior to and extending to the l1 fixation screws, which could represent a hardware-related fracture. Hardware appears intact without evidence of surrounding lucency. There was inpatient or prolonged hospitalization extended from (B)(6) 2024 to (B)(6) 2024. Diagnostic tests performed and physical therapy was advised. Investigator assessed as probable related to index procedure and possible related to product. Sponsor assessed as probable related to index procedure and causal related to product. There is no cec assessment provided regarding relatedness to product/therapy/procedure. Index surgery, log lines: direct decompression (bony)/osteotomy start: l1 end; s1 patient positioning: prone if direct decompression/osteotomy, indicate procedure performed: laminectomy discectomy l2 l5 patient positioning: prone direct decompression (bony)/osteotomy l1 s1 patient positioning: prone foraminotomy posterior spinal fixation and fusion l1 s1 patient positioning: prone additional information was received via manufacturer representative that date of additional surgery: (B)(6) 2024, reason was other. Incision, drainage lumbar seroma and open reduction internal fixation l1 pedicle fracture was performed in additional surgery. Spinal levels: l1. Additional information was received via manufacturer representative that additional spinal surgery was performed for lumbar seroma and burst fracture. Additional information was received via manufacturer representative that diagnostic test: x-ray diagnostic test result: 1. Mild superior endplate height loss of the l1 vertebral body with superior endplate fracture again noted on recent CT lumbar spine exam dated (B)(6) 2024. Mild osseous retropulsion along the posterior-superior aspect of the l1 vertebral body noted. Postsurgical changes from l1-s1 levels noted again. Diagnostic test date: (B)(6) 2024.